Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving morphine (10 mg/ml at 11.004 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had a pump refill scheduled on (B)(6) 2016, but the doctor got sick and was not able to fill the pump. On (B)(6) 2016 there was another doctor willing to decrease the pump dose to increase the time until the pump needed to be refilled; however, after device interrogation, it was determined that the empty reservoir alarm occurred on (B)(6) 2016. The patient had no symptoms.

Event description:
Additional information received on 2017-jun-06 from the consumer reported since she had last spoke to the manufacturer her life had gone ¿from a 9 to a 0¿. The patient stated she was just about bedridden, but not bedridden; her quality of life had changed and was almost back to the way she was prior to the implant. The patient stated that about a week ago she finally found a surgeon in town who stated he had never taken a pump out, but was open to doing that. The patient stated the surgeon was going to talk to some of his doctor friends and then get back to the patient. The patient also stated their prior managing hcp had closed their office. The patient repeated that she was never refilled on (B)(6) 2016, and the patient stated she went to the emergency room twice to get morphine shots to cope with it. The patient stated it had been quite a while now that her spine had been rotating and turning. The patient made a comment she wouldn¿t end her life, but didn¿t want to be here in the state she was in. The patient stated she was not currently being managed with oral medications. The patient stated she was looking at getting the pump removed and then re-implanted at some point, and that was why she was inquiring on home infusion. Additional information received on 2017-jun-06 from an hcp reported they were requesting pump and MRI compatibility guidelines. The hcp reported the patient said the pump wasn¿t working and would be removed soon. There was a potential ¿problem¿, but the hcp did not have therapy information. There was no out-of-box failure reported, and there was no medical or therapy problem associated with small parts reported. No further patient complications were reported.

Event description:
Additional information was received from the patient and she reported that she could not find a healthcare professional (hcp). No hcp would take a patient that they did not implant. She wanted to know how to get the pump taken out and a new one put in. She found an hcp, but it was 300 miles away and she wouldn t drive that far every 6 weeks for a refill. The pump was still beeping and she had gone through ¿detox¿ already.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician had referred the pateint to a neurosurgeon as of (B)(6) 2017, and as of that date the patient's pump had not been replaced. No further patient complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and it was reported that every known pump physician, family doctor, ER (emergency room) doctor, and multiple pain clinics refused the patient. Multiple attempts failed for getting the pump refilled. The doctor had become ill on (B)(6) 2016. They were able to secure a doctor willing to fill the pump however the patient was not available so that fell through. Also the home health agency was not able to assist. The pump was empty and would not be refilled ¿due to the obvious¿. The pump had not been removed yet. On (B)(6) 2016 the patient was requesting physician listings and reported that she saw a physician on (B)(6) 2016 who was going to write a prescription for oral morphine, but she declined because she was not having withdrawal symptoms. The doctor went on vacation (B)(6) 2016 and she wouldn't see the doctor until (B)(6) 2016. On (B)(6) 2016 at 5:30 am the patient was having withdrawals (restless leg syndrome, sick, pain returned, out of it). She went to the hospital and got a morphine shot. She was taking oral norco, vicodin, and also her restless leg syndrome medication. There was no one to refill her pump as her pump managing physician had no backup physician. She was having to go to the hospital every couple of hours to get a morphine shot and felt that no one should have to go do this. On (B)(6) 2016 a physician wrote her two prescriptions for oral morphine to take for withdrawals until she saw the doctor on (B)(6) 2016. The patient was being told by her pump managing physician¿s office that the pump could not be refilled because it went bad because it went empty. She wanted to know how they could determine this without testing the pump and was upset that no one was checking the pump before saying it was bad. On (B)(6) 2016 the patient reported that the doctor she was seeing on (B)(6) 2016 was going to refill the pump at the visit after talking to the prior pump managing physician¿s office first.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.